Manufacturer narrative:
The returned meter was investigated. Meter did not power on with button depression or test strip insertion. Did not observe indicator light flashing. Meter was unable to communicate with the computer using usb cable insertion. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.